Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v413614, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. Product ID: 3889-28, lot# v413614, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 37092, product type: accessory. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the implantable neurostimulator ((B)(4)) found insignificant anomalies. Additional method code : conclusion codes : applies to the ins ((B)(4)) and applies to the lead (lot #v413614).

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that there was a low battery and a lack of efficacy after reprogramming. They needed a lead. The diagnostics/troubleshooting performed included reprogramming. The interventions/actions taken to resolve the issue was a new lead and battery. Surgical intervention occurred as the device was explanted. The issue was resolved. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the rep reported the lead replacement was due to the previously reported information of ¿lack of efficacy¿.